Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify yes (per pfs, no further information provided". The patient's concurrent conditions included agitation, numbness, depression, myofascial pain syndrome, obesity, intervertebral disc degeneration, headache, cervical radicular pain, gerd, peripheral swelling, vaginal discharge, calculus of kidney, claustrophobia, generalized anxiety disorder, parity 4 and muscle spasm. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), hypersensitivity ("hypersensitivity"), back pain ("back pain"), dermatitis allergic ("rash/skin condition."), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), vaginal infection ("vaginal infect."), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) type: yeast"), migraine ("migraines / headaches"), arthralgia ("pain joint aches") and headache ("headaches") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, hypersensitivity, back pain, dermatitis allergic, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, migraine, arthralgia, headache and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: 2013 or 2014, (B)(6) 2013. Insertion details- left side 4 coil(s) were seen, the right ostia was identified again and the essure device was not able to be cannulated, initial tubal spasm occurred, allowed to rest and once spasm was relieved still unable to cannulate tube on the patients right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2020: unremarkable cervix, secretory phase endometrium, uterus is negative for neoplasia, bilateral unremarkable fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Case became serious incident as essure was removed. Reporter and essure removal details were added. New event added: menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify yes (per pfs, no further information provided". The patient's concurrent conditions included agitation, numbness, depression, myofascial pain syndrome, obesity, intervertebral disc degeneration, headache, cervical radicular pain, gerd, peripheral swelling, vaginal discharge, calculus of kidney, claustrophobia, generalized anxiety disorder, parity 4 and muscle spasm. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), hypersensitivity ("hypersensitivity"), back pain ("back pain"), dermatitis allergic ("rash/skin condition."), urinary tract infection ("infection(bladder/urinary tract/vaiginal) type: uti"), vaginal infection ("vaginal infect."), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaiginal) type: yeast"), migraine ("migraines / headaches"), arthralgia ("pain joint aches") and headache ("headaches") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, hypersensitivity, back pain, dermatitis allergic, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, migraine, arthralgia, headache and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: 2013 or 2014, (B)(6) 2013. Insertion details- left side 4 coil(s) were seen, the right ostia was identified again and the essure device was not able to be cannulated, initial tubal spasm occurred, allowed to rest and once spasm was relieved still unable to cannulate tube on the patients right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2020: 1. Unremarkable cervix. 2. Secretory phase endometrium. 3. Uterus is negative for neoplasia. 4. Bilateral unremarkable fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) conducted? Specify, yes (per pfs, no further information provided". The patient's concurrent conditions included: agitation, numbness, depression, myofascial pain syndrome, obesity, intervertebral disc degeneration, headache, cervical radicular pain, gerd, peripheral swelling, vaginal discharge, calculus of kidney, claustrophobia, generalized anxiety disorder, parity 4 and muscle spasm. Concomitant products included: etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), vaginal infection ("vaginal infect"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast"), migraine ("migraines/ headaches"), arthralgia ("pain joint aches") and headache ("headaches"). And was found to have the first episode of weight increased ("weight gain"). And the second episode of weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, hypersensitivity, back pain, dermatitis allergic, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, migraine, arthralgia, headache and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: as per follow up, discrepancy note, date of insertion: 2013 or 2014, (B)(6) 2013. Insertion details: left side 4 coil(s) were seen. The right ostia was identified again. And the essure device was not able to be cannulated. Initial tubal spasm occurred, allowed to rest and once spasm was relieved, still unable to cannulate tube on the patients right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date, unknown.; pathology test: on (B)(6) 2020, 1. Unremarkable cervix. 2. Secretory phase endometrium. 3. Uterus is negative for neoplasia. 4. Bilateral unremarkable fallopian tubes. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021, after company internal review, the final report was marked. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.